Event description:
The company was informed that the pt's device has no stimulation response for several electrodes. External equipment was exchanged; however, this did not resolve the issue. Reimplantation surgery will be scheduled. Advanced bionics is in the process of gathering more info. Once add'l info is received, a supplemental report will be submitted.